Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer¿s blood glucose was unknown. Customer reported that insulin pump shows open book and diagram with red x. Customer reports they received a critical pump error image on the pump screen. Customer completed troubleshoot and will replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.